Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump had broken battery tube threads, cracked reservoir tube lip,reservoir tube and minor scratched display window.

Event description:
The customer reported via phone call of high blood glucose level of 456mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 106mg/dl at the time of the call troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the high blood glucose levels began 1 week prior to hospitalization. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned.